Event description:
On (B)(6) 2013, the patient contacted animas and alleged that she had blacked out three times, once last week in the evening, once yesterday morning, and once this morning. Stated she checks her blood glucose (bg) and she could be about 80-90 mg/dl and within an hour she is blacking out and having a bg down in the 30 mg/dls. Per patient, she states that she feels like she is blacking out but did not state if assistance was needed to treat these low bgs. Patient was at work at time of call and had limited time to continue call. The patient had contacted her health care provider (hcp) prior to contacting animas. Hcp stated no changes had been made to pump, and instructed patient to contact animas for troubleshooting. Patient states she had a respiratory infection a few days ago which was treated with antibiotics. Patient states that she has lost some weight within the past few months. Patient has had pump adjustments made to decrease doses by both her hcp( timeframe not stated) and she had also made her own changes recently. Customer support (cs) found there were no abnormal alarms in the history and that the patient is self adjusting her doses on her pump at times; is getting only about 7 units basal but about 20 units of bolus. Appears as though adjustment to ratios/basal is indicated especially so because the low bgs are occurring within short time after a bolus is delivered for food. Patient I:c is 1:10. Patient getting significantly larger bolus amounts versus basal insulin. Patient needs to consult with hcp regarding pump settings and bg readings. Instructed patient that cs needs to continue review of pump history in order to be certain no issue with pump insulin delivery; however, instructed patient that if nothing is found on troubleshooting, she needs to consult with hcp as she may need pump adjustments made due to recent weight loss. Bg at time of call was 105mg/dl and patient continues on pump. Cs made several attempts to contact the patient at home to complete trouble shooting of pump, per her request, but patient was not available. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.